Manufacturer narrative:
The reported field event of premature depletion was not confirmed. Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Functional test found the device to be normal. Based on this information, there was no evidence of premature depletion.

Event description:
It was reported that the implantable cardioverter-defibrillator (ICD) exhibited premature battery depletion. The ICD was explanted and replaced. The patient was stable.